Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The patient was being treated with mitraclip as a bridge to transplant surgery. One clip was successfully deployed, reducing mr to 2+. A second clip delivery system (cds) was advanced to the mitral valve and placed lateral to the first one. The leaflets were successfully grasped; however, it was observed that the mr increased. The clip was opened, inverted and retracted to the left atrium (la). It was observed that the mr had increased to 3+. The clip was advanced and positioned a little bit more lateral than the previous position, but once the leaflets were grasped a big jet appeared again. The clip was opened, inverted and retrieved back to the la. A small hole was noted on the leaflet. The physician decided to abort the procedure with the mr remaining at 3+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported tissue damage in this incident appears to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.